Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion and excessive no delivery tests due to compromised force sensor system alarm. However, the insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, displacement test and rewind test. No blank display noted. No moisture damage was found on the electronics noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that display screen was blank. Customer was advised that insulin pump would be replaced.